Event description:
Received a copy of the customer's medwatch report from FDA which states, "jloop alarming throughout the day using low dose pitocin. Changed out and given to manager". There was patient involvement, but no harm. Following customer follow up the pump was alarming as a result of a low infusion rate through the j loop. The j loop was removed and given to the manager. According to the customer the pump stopped alarming once the infusion rate was faster.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.